Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the weld seam came off of the attachment. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The performed investigation of the sternum attachment showed that the welding seams of the guiding heads are broken. Thereby the heads are swiveling. The review according to the material and manufacturing documents show the fulfillment of all guidelines of the ao / asif specifications. Unfortunately it is not known which mechanical forces led to this damage. It is conceivable that the guiding head was exposed to an excessively large traction force which led to the breakage of the welding seam. No product fault could be detected. Placeholder.